Event description:
It was reported that the ilet pump stopped automated dosing after the connected cgm expired earlier than expected, the alert sounded for several hours without being recognized, and dosing remained suspended until a new dexcom g7 was applied or a fingerstick was entered; during the interruption the user disconnected and administered a subcutaneous insulin pen dose based on a store fingerstick, with a highest recorded blood glucose of 284, and dosing later resumed after successful pairing of a new cgm. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included a missed dose, a delay to therapy, and serious injury requiring an unexpected medical intervention in the form of medication externally. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a usage problem with no device problem found, characterized as an improper or incorrect procedure or method, and no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.